Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was detecting false bradycardia episodes due to undersensing of premature ventricular contractions and was detecting false tachycardia episodes due to oversensing motion or muscle artifacts. It was noted that the device was at the end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.